Event description:
It was reported that a venous closure of the right common femoral vein was attempted with a prostyle device using the pre-close technique via an 8f sheath hole prior to a mitraclip interventional procedure. Reportedly, the suture was pulled too hard causing a suture break. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 24f sheath and the mitraclip procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Adverse event problem device code 2017 clarifier- excessive force.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the suture was pulled too hard causing a suture break. The electronic prostyle instructions for use (eifu), states care should be taken to avoid damage to the suture from handling. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy/ suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.